Manufacturer narrative:
A partial lead with the pin measuring 28.2 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
It was reported that the patient expired due to congestive heart failure and chronic obstructive pulmonary disease. It was also reported that the patient had coronary artery disease, atrial fibrillation, ischemic cardiomyopathy and hyperlipidemia. Patient was in comfort care when expired. There is no known allegation from a health professional that suggests the death was related to the device. No further information is available at this time.

Manufacturer narrative:
Correction: first notification date for initial report is (B)(6) 2017.